Event description:
It was reported (via FDA medwatch mw5175439 & mw5175440) that a patient who underwent an unspecified breast surgery with mentor memorygel boost breast implant 730cc gel breast prostheses developed fear and significant psychological distress post implantation. The patient reported several pre-existing conditions she had prior to implantation (brca2 positive, systemic lupus erythematosus (in remission), bell's palsy, and fibromyalgia.) The patient states that she was not provided with the FDA-required patient decision checklist, patient brochure, boxed warning information, or any educational materials that would have helped her better understand the risks of breast implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 1st of the patient¿s two breast prostheses.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).